Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the device had normal telemetry and low output, consistent with low battery voltage. Longevity assessment found the device was operating at the elective replacement indicator (eri) voltage consistent with normal usage. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
This report is to advise of an event observed during analysis.